Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, instructions for use (IFU) and quality control were conducted during the investigation. The peel away sheath was returned in two sections; the sheath itself was separated into two halves, as a result of peeling the sheath during the procedure, and the sheath fittings were returned in two halves. One of the sheath fittings was returned unattached to the sheath. The IFU provides instructions as to the method of peeling the sheath away from the catheter "by grasping the two wings of the sheath and pulling outward and upward". It is possible that the anatomy of the patient prevented a smooth removal of the sheath due a potentially tortuous anatomy and/or the end user applied torsional forces as well as tensile in pulling the wings of the sheath outward and upward that could have prevented a smooth removal of the sheath, thus requiring medial intervention to remove the sheath. The use of torsional forces in peeling the peel-away could potentially affect the way the sheath peels within the patient as twisting motions were applied in addition to the user "pulling outward and upward" as instructed in the IFU. Based on this investigation, the root cause has been determined to be due to user technique. We will continue to monitor for similar complaints the appropriate personnel have been notified.

Event description:
Not possible to peel it away. When laying a PICC line the peel away introducer sheath did not peel correctly. One handle was broken. The x-ray technician needed to open a dressing set to retrieve a set of pliers and she extracted the sheath in the vein with the pliers. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Not possible to peel it away. When laying a PICC line the peel-away introducer sheath did not peel correctly. One handle was broken. The x-ray technician needed to open a dressing set to retrieve a set of pliers and she extracted the sheath in the vein with the pliers. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.